Event description:
The customer reports: after wire was placed catheter would not feed over wire.

Manufacturer narrative:
Qn#(B)(4). Preliminary evaluation of the returned device indicates the arterial-swg/catheter resistance - kinked. The customer returned one opened kit containing various components including an arterial catheter and guide wire for evaluation. The catheter appeared to have an overall curve, starting from the distal end of the hub. The sleeve and transition point from the hub to the catheter body were microscopically examined. It was noted that the catheter was kinked directly adjacent to the hub. The sleeve was not completely centered on the hub, likely causing the catheter body to kink. The guide wire contained two prominent kinked areas, one near the distal end and one near the proximal end. The outer diameter of the catheter extrusion measured to be 0.0456" which is within specifications. The inner diameter of the proximal end of the catheter measured to be 0.025" which is not within specifications. The two kinked areas of the guide wire measured 24 and 315 mm from the distal tip. The outer diameter of the guide wire measured to be 0.024" which is within specifications. The total length of the guide wire measured to be 337 mm which is within specifications. The catheter was initially flushed to ensure no blockages were present. The returned guide wire was advanced from both ends of the catheter. Resistance was met at the swg kinks and it was unable to pass. A lab inventory guide wire of the same size was then advanced from the distal tip of the catheter. The guide wire met resistance at the bottom of the luer hub. The guide wire was then advanced from the proximal luer hub. The guide wire was unable to enter into the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide. " the customer report of guide wire/catheter resistance was confirmed by complaint investigation of the returned sample. The returned and lab inventory guide wires were unable to pass through the returned catheter and the inner diameter measured out of specifications. The catheter contained one kink adjacent to the luer hub, likely causing the resistance. Based on these findings, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the arterial-swg/catheter resistance - kinked.

Event description:
The customer reports: after wire was placed catheter would not feed over wire.